Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported blood glucose above 400 mg/dl and performed a supply change. During the process, the pump displayed ¿cartridge empty¿ despite a new cartridge being used. The agent guided the user through restarting the pump and completing the supply change, after which insulin delivery resumed successfully. Blood glucose was affected, with a reported high of 400 mg/dl, and remained above range for more than 90 minutes. The condition was correctable through supply change. The ilet alerted for high blood glucose. Reported symptoms included drowsiness and cotton mouth. No non-medical assistance or medical intervention was required.